Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2938836-2019-04956. Related manufacturer reference number: 2938836-2019-04957. It was reported that the system was explanted due to pocket erosion and infection.